Manufacturer narrative:
Device received a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to a33 alarm. However, unit passed rewind test and displacement test. Device had cracked reservoir tube lip, cracked case at reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl at the time of incident. Customer treated with manual injection for high blood glucose level. Customer reported that the reservoir compary where the plastic was cracked. Customer did not provide any symptoms and treatment related to high blood glucose level. The insulin pump will be returned for analysis.